Event description:
A remstar pro c-flex+ w/humid, sd card, int device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed multiple error codes, dirt and dust, and visible foam particles in the assembly. The device was scrapped per the customer's request by the service center after the evaluation was completed.